Event description:
It was reported that the resection sheath had broken ceramic head. The issue occurred at reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The device inspection found a component failure of the ceramic head (insulation beak). Based on the results of the investigation, the most likely cause is some kind of excessive force. However, the root cause of the ceramic head (insulation beak) failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.